Event description:
It was reported that the patient presented in the accident and emergency department experiencing palpitations. Upon interrogation, the pulse generator exhibited premature elective replacement indicator. After software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.